Manufacturer narrative:
Cine review: procedural images confirm the presence of a lesion in the left main to proximal lad and also in the mid to distal lad. The lesion in the proximal vessel was severely calcified but was successfully treated with the deployment of a stent. No evidence of deployment issue with that device. A longer stent device was introduced and positioned in the mid to distal lesion. This lesion did not appear to have a high degree of calcification but exhibited a high degree of stenosis. The stent was moved on a number of occasions in what appears to have been to gain the most optimal positioning of the stent. But this device was removed from the vessel without being deployed. No images were provided showing any inflation attempts or difficulties. But immediately post removal of the delivery system the presence of what appeared to be a dislodged stent was evidence just distal to the site of the proximal vessel lesion and the first stent that was deployed during the procedure. This appears to have been the stent from the longer delivery system. Attempts were made to retrieve this dislodged stent but ultimately the stent was crushed within the vessel and previously deployed stent with multiple successive balloon inflations. Another stent was subsequently delivered and deployed to the mid to distal lesion location. Although the proximal lesion was confirmed to be severely calcified and there was a degree of tortuosity in the vessel the root cause for the balloon damage that appears to have resulted in the inflation difficulties cannot be confirmed. The stent most likely dislodged when the delivery system was being removed from the vessel. Although the mechanism cannot be confirmed the stent may have been slightly expanded when the balloon was inflate to 5-6 atm and this partially expanded stent may have snagged on the newly deployed stent in the proximal vessel or perhaps it caught on the tip of the guide catheter during removal difficulties. The inflation difficulties and balloon leak are inconclusive from the image review. The stent dislodgement and crushing within the vessel are confirmed from the image review. (B)(4).

Event description:
It was reported that the physician was attempting to use a resolute integrity drug eluting stent to treat a mid left main coronary artery. The lesion was not pre-dilated. No damage was noted to the device packaging and no issues noted removing the device from the hoop/tray. The device was inspected with no issues noted. No resistance was encountered when advancing the device. It was reported that during the procedure and while attempting to implant the resolute integrity device, the balloon burst at 5-6 atms. The device was moved or repositioned in the lesion prior to the burst. The stent dislodged from the balloon. The physician tried to capture or remove the dislodged stent but this failed. The stent was crushed in the left main with another stent product. The target lesion was subsequently treated.

Manufacturer narrative:
Evaluation summary: the balloon folds were partially open and crimp impressions were visible along the working length of the balloon. There was congealed blood visible in the inflation lumen and the balloon indicating the presence of a leak. The balloon was placed in a water bath to disperse the blood to facilitate negative prep and balloon inflation. On removal from the water bath negative prep confirmed the presence of a leak. On pressurisation of the balloon a leak was detected. There was a short longitudinal tear on the proximal pillow balloon fold. The balloon material was jagged and uneven at the tear site. There was a lead in scratch at the distal end of the tear. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.